Event description:
It was reported that the customer experienced low blood glucose for the past four days and the paramedics were called. The blood glucose at time of their arrival was 27mg/dl, and they treated her glucose level with a glucose injection, had her eat a peanut butter, and drink orange juice. Troubleshooting was performed. The caller stated that the device may have been accidentally dropped, and it may have been cracked more when she fell from the bed and went into coma. The caller stated that his wife broke two bones in her foot. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.